Event description:
Additional information was received and it was reported that the physician had no concerns and no device issue was suspected. They had not heard from the patient's mother to know if the dosage increase had helped, but they assumed it did because, she had not called in. The locked valve issue was resolved and they were able to instill the last 4 ml's.

Event description:
The hcp reported they were able to aspirate the reservoir, but unable to fill it completely. The hcp stops being able to be refilled with around 5mls left in the syringe. The hcp stated they are using a gablofen prefilled glass syringe. The drug won't go, it just stops. The hcp has waited, and then withdrew a few ml¿ s and was able to inject it back in but still has about 4 mls. Per the reporter it's hard to tell since the syringes aren't marked. It was discussed possibility of increased friction of a glass syringe but the hcp stated she has filled over 200 pump using prefilled syringes without a problem. The hcp felt it was a pump problem not a syringe problem. The reporter confirmed the patient has not had hyperbaric treatments or gone scuba diving. It was confirmed no off label drugs have been in the pump only gablofen and prior to that lioresal, until a year ago when switched to the gablofen. Per the reporter the pump was nearing/near eos and questioned if reservoir would wear out or stick. It was discussed aspirating the pump to determine what was injected and the correct reservoir volume and the reporter declined as when she aspirated she received the expected erv and felt she got all the old drug aspirated. The reporter was going to measure what is left in the syringe using another syringe. The pump was used to deliver gablofen.

Manufacturer narrative:
Supplemental sent to correct from a malfunction reportable event to serious injury reportable event. Also to add source: company rep.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2014 due to normal battery depletion and filling difficulties. The patient's mom was concerned with the last refill when the physician was unable to fill the pump to full capacity. The clinician was "only able to fill to 20cc rather than 40cc." The patient's status at the of report was "alive-no injury."

Manufacturer narrative:
Analysis of the pump motor found no significant anomaly, it found that there was wear to the o-ring.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11295r60, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) was unable to install the last 5 ml of the second 20 ml prefilled syringe at the refill on (B)(6) 2014. It was also reported the total volume of 40 ml was unable to be instilled secondary to resistance from the pump system when the second prefilled syringe was being infused; therefore the reservoir volume after refill was 35 ml. The estimated elective replacement indicator (eri) was 8 months. It was noted the dosage was 540.5 mcg/day and was increased 11% to 600 mcg/day at the refill due to the patient having more spasticity episodes and screaming out more than he used to. It was reported the first prefilled syringe was instilled without issue and the first syringe was changed out for the second prefilled syringe. The clamp was then released and the medication was instilled; however resistance was met. The hcp clamped the tubing and waited a few minutes and then tried again to instill the medication, but had a "full stop" at the same place on the syringe. It was reported the tubing was clamped, the syringe was laid on the sterile drape and a new sterile syringe was obtained. It was noted the tubing was unclamped and the hcp tried again to instill through the prefilled syringe, but met resistance at the same level. The hcp then clamped the tubing and put a new empty syringe on the filter without the plunger on it. The prefilled syringe was emptied into the syringe, the filter was taken off, and the hcp "took all the air out of the syringe" and the residual volume in the syringe was 5 ml. The hcp then attempted to refill with the generic syringe that now had 5 ml of the gablofen in it and it would not infuse. The tubing was reclamped and the needle was removed from the pump. It was also reported there was no egress of fluid or other concerns. There were no other complications with the refill and the patient tolerated the procedure well. It was noted the patient was "doing well" and felt therapy was effective.

Event description:
It was later reported that the cause of the difficulty filling was a locked valve at 4ml to be further instilled. At the time of this report, the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.